Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, after the initial placement, upon attempting to reposition the lead, the helix would not extend. Greater than thirty rotations of the helix tool resulted in lead torque without helix movement. The lead was not used and another lead was successfully implant. No patient complications have been reported as a result of this event.